Event description:
According to info in a copy of the post mortem examination, the pt complained of feeling unwell after being out for the evening. The pt passed out and was admitted to the hosp on the evening of 7/8/1998. The pt experienced two cardiac arrests and died in the coronary care unit of the hosp. The post mortem examination indicated that the "tilting platform" of the valve had broken free and was found in the lower aorta. The port mortem report listed the cause of death as "mechanical failure of mitral valve prosthesis."